Event description:
It was reported that pump battery did not last as long as it previously had and required more frequent charging. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.